Manufacturer narrative:
E1 correction: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on both leads. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.